Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and high capture threshold. The rv lead was explanted and replaced. There was no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any other anomalies except for procedural damages.